Event description:
Reported false positive sars result for 1 patient. It is unknown if the patient was symptomatic. The physician did not act on the results or confirm test results. The customer believed the false result was due to an analyzer error as they obtained a negative result using another sofia analyzer.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.